Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008; inratio: 2.3; lab: 15.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.3; lab: 15; mean: 8.65; confident limits: cannot be determined. The mean between inratio and lab values is higher than 5.0 and difference between inr's is greater than 2.2. It is inaccurate. The product will be investigated. The pt was hospitalized. This is an adverse event.